Event description:
It was reported that the pump's alarm is audibly alerting for no apparent reason. The customer's blood glucose level was not adversely impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.